Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed. There was an unexpected resistance in firing when the device was used on the cystic duct. The same event occurred in the 2nd device. The 3rd device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: at what firing did the issue occur with device 1 and device 2? 1st device---3rd firing / 2nd device---1st firing. Was there any torquing or twisting when firing the devices? ---no. Did the clips fully advance into the jaws prior to firing the devices? ---yes. Were there any unusual noises heard? ---no. Did the primary surgeon fire the devices? --- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the no unexpected resistance in firing was noted. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # k90n92, expiration date: 02/2018, manufacturing date: 02/2013.